Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned; it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (2l73172), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that during a rotator cuff repair, the surgeon pulled 2 x tape and 4 x sutures through a 6.5mm healix advance knotless br anchor. It cracked and had to be removed. A new anchor was inserted to complete procedure with a surgical delay of 15 minutes. No fragments were generated and no patient consequence was reported. No additional information was provided.